Event description:
Pump was plugged in and running with epinephrine running at 0.1mcg/kg/min (very high dose to support blood pressure) when it gave a high pitched tone. The pump stopped running. The display read "1 biomed". The pump was changed without incident but it could have been a disaster.